Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. It was noted that the device was reprogrammed to right ventricular (rv) only, and a revision procedure will be performed in the future. No adverse patient effects were reported.